Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced pain sensation and swelling around the implant side. Treatment with antibiotics (type not reported) and analgesic (type not reported) on (B)(6) 2013, was attempted; however, the issue could not be resolved. The patient was hospitalized from (B)(6) 2013, and was receiving further treatment with antibiotics (type not reported) and analgesic (type not reported); however, the issue could not be resolved. Clinical management is ongoing.